Event description:
A customer reported via email an issue with the fit of a cartridge. There was no adverse impact to the customer's blood glucose level. Since the customer declined to provide further details or speak with customer technical support, no additional information regarding the corrective actions or outcome of the event was received.